Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant shallowig of ac. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
A facility representative indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and significant shallowing of the ac. The lens was explanted. Cause of the event was reported as device. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.